Event description:
It was reported to philips that the power supply of the x-ray computer had failed which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.